Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 9 years since the subject device was manufactured. A review of the device history record and trending found no deviations that could have caused or contributed to the reported issue. The root cause of these events could not be specified however, based on the results of the investigation, the following considerations have been reviewed as possible causes to the reported phenomenon as found in the instructions for use (IFU): a) do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. During a follow - up with the user facility, it was confirmed that: the device issue was found during preparation for use. The procedure was subsequently completed with a similar device. B3 has also been updated to reflect the product event date provided by the customer. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope suction piston remained stuck. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap between the acoustic lens and ultrasound probe which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there the piston stuck in the suction valve. Upon further inspection, it was observed that there was a gap between the acoustic lens and ultrasound probe, particularly between the tip bond. This finding was due to wear and tear damage with increased use over time. Additionally, a gap was observed between the bond of the bending section cover. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that there was cable and connector damage due to physical load. It was also observed that the suction button did not come off due to damage to the suction cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.